Event description:
Allegations of diagnosis of atypical rheumatic syndrome characterized by myalgias, arthalgias, cognitive dysfunction, parathesias, chronic fatigue, easy bruiseability, night sweats, and burning pain to the breast and axila.